Event description:
During device evaluation, it was observed that the gastrointestinal videoscope exhibited a dent on the channel tube, and the forceps could not be inserted smoothly. A cut was observed on the braid of the connecting tube, and the braids were protruding from the connecting tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.